Event description:
The patient was successfully treated with the wingspan stent system on 12/09/2005. The patient came back for 3 month follow-up and the physician noticed that the subject device was occluded. The patient was reported to be in fine condition, not showing many symptoms.